Event description:
The customer reported a fluid leak when using the unicel dxh 800 coulter cellular analysis system. The leak was less than 20 ml of cleaner/diluent/sample and leaked under the instrument. The leak was identified after the operator performed instrument maintenance. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The operator was wearing personal protective equipment of gloves and a labcoat. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the leak at the air mix temperature control (amtc) of the analyzer. He performed a probe wash collar alignment to resolve the leak in the probe area. (B)(4).